Manufacturer narrative:
Analysis was performed by remote service engineer (rse) personnel which included logging in remotely and reviewed the pc configuration. The rse noticed that audible alarms were not enabled on the hl7 server. Verified alarm defaults and confirmed that real-time alerting was properly configured. Requested the customer to enable audible alarms; however, they were still not hearing any alerts. Checked system uptime and found the internal server had been running for 330 days, while the hl7 server had been up for 32 minutes. Recommended a reboot of the internal server. Customer approved the reboot. After the restart, the customer restarted the hl7 server, and audible alarms were successfully restored. Based on the results of the information available, the product was confirmed to be operating per specifications, and the cause of the reported problem is unknown. The customer rebooted the internal server, which resolved the alarm issue. A review of the service history for this device shows the problem has not been reported again for this device.

Event description:
Philips received a complaint on an intellispace perinatal k large arch. Indicating that they are not receiving heartrate alarms. The device was in use on a patient at time of event; there was no adverse event reported.